Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor repeatedly disconnected from the ilet after pairing, including an instance where the user selected stop sensor and then re-paired with a new sensor using code 8228, consistent with intermittent communication failure between the cgm and the ilet and involving electrical/magnetic components such as the antenna. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with the antenna and related electrical/magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.